Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the encoder and motor covers were damaged. The autopulse platform is a reusable device and was manufactured on 02/23/2005. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. The data archive could not be retrieved for review due to system error message. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon power up, therefore confirming the reported complaint. The processor board was replaced to remedy the fault. The platform was run for 20 minutes, and no user advisory or fault occurred. In summary the customer's reported complaint that the autopulse platform was confirmed during functional testing and was attributed to a faulty processor board. The cause of the faulty processor board could not be determined.

Event description:
It was reported that during a routine check, the autopulse platform (s/n: (B)(4)) displayed "out of service, switch to manual CPR" message. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.